Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string came out upon removal of the tampon. She was able to manually remove the tampon. Multiple attempts have been made to obtain further information. No further information has been received.